Event description:
It was reported that the inflatable penile prosthesis (ipp) device will be revised due to activation issues of the pump. The physician reported the pump worked well for 12-15 months and then suddenly had a collapsed bulb.